Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va236cx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there wouldn't be any more actions taken to resolve the break in the lead.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the stage 2 surgery on (B)(6) 2019 it was noticed that the left lead wire had a break in the lead insulation, impedances were all normal. It was stated that it may have been ¿nicked¿ on accident by the surgeon during the retrieval of the lead for stage 2 surgery. The doctor put a boot on the lead wire to protect it from moisture and further breakage. The issue was resolved.